Event description:
During ptca (percutaneous transluminal coronary angioplasty) of an lad (left anterior descending artery) guidewire got entrapped between old stents (placed years ago) and a stent deployed in area of old stents. The end of the guidewire was in the diagonal branch off of the lad. When wire fractured, this end was retained in the diagonal branch. No complications, patient tolerated well. With good results. Cardiologist explained to patient and patient's daughter of the retained wire fragment in the diagonal branch.